Manufacturer narrative:
A ge service representative performed an over the phone investigation. The collimator cover was replaced by the customer during the service call. The system was found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system had poor image quality with an artifact in the image. No patient injury was reported.